Event description:
During an in-service training, physician reported to the clinical consultant concerns of false negative results with triage d-dimer test, quantitative value <100 ng/ml on 2 pts he suspected for having had lower leg dvt (deep vein thrombosis).

Manufacturer narrative:
No lot number info provided, not able to investigate further.